Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a red rash underneath the therapy electrodes. The patient went to the ER for evaluation, and the ER physician advised that the rash appeared to be an allergic reaction. The patient's dermatologist prescribed a steroid cream and the rash improved.